Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the station was freezing. A field service engineer (fse) found that es application was freezing. Then, the fse replaced the communication sled and power supply to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the unit repeatedly froze during medication removal. Staff had to power the system off and back on to restore functionality, but the workaround only kept the pyxis operational for a few hours before the issue recurred. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.